Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the balloon inflated and deflated properly during preparation, the correct amount of inflation media was used to inflate the balloon, nominal pressure was used for inflation, 60/40 contrast saline solution was used, a guidewire was used, the guidewire was 1cm ahead of the balloon catheter tip, and no leakage was noted during preparation. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the balloon (subject device) did not inflate and deflate properly during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the balloon (subject device) did not inflate and deflate properly during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there were no visual anomalies noted to the device. During functional test, a guidewire was inserted into the device and the balloon inflated/deflated without issue and no inflation or deflation issues were noted. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the balloon inflated and deflated properly during preparation, the correct amount of inflation media was used to inflate the balloon, nominal pressure was used for inflation, 60/40 contrast saline solution was used, a guidewire was used, the guidewire was 1cm ahead of the balloon catheter tip, and no leakage was noted during preparation. No anomalies were observed with the balloon catheter during analysis. The balloon inflated and deflated as intended during functional testing. Based on the investigation, the reported event was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon (subject device) did not inflate and deflate properly during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient